Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the bolus button on the device was pressed. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by delivering a bolus dose when the bolus button on the device was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.